Manufacturer narrative:
Device identifier: (B)(6). D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. H3 other text : other.

Event description:
It was reported that on june 20, a myosure procedure was performed and the doctor was resecting a large fibroid for 20 minutes and started noticing metal shavings coming out into the patient's cavity. The doctor continued and noted excessive torque warnings and most of the fibroid was very dense, but when the doctor was getting the metal shavings the blade broke and would not function anymore. The doctor opened a second device and continued resecting with no issues. The doctor continued with cutting for a total of 33 minutes however, he still had a good portion of the fibroid in the cavity that felt defeating to the doctor that he could not get resected out and the procedure was aborted. The patient did not require any additional intervention and is doing well. The doctor mentioned that any shaving was left in the cavity. No additional information available.